Manufacturer narrative:
The pump was returned to animas for investigation. Investigation demonstrated that the pump was operating within required specs and delivery accuracy. The pt's endocrinologist advised increasing that the pt increase his blood glucose target after the incident.

Event description:
It was reported that the pt was treated in an ambulance for hypoglycemia and taken to the emergency room.